Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned stent delivery system (sds) noted blood in the guide wire lumen, which is consistent with guide wire advancement. There was contrast in the inflation lumen and in the balloon, which is consistent preparation for use. The balloon had relaxed folds, which is consistent with the report that the device was inflated. The stent implant had dislodged from the balloon and was not returned. However, there were crimp marks visible on the balloon between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacturing. In this case, there was no report of any damages noted to the stent delivery system or stent implant during inspection prior to use, which suggest that a product deficiency did not contribute to the reported complaint. Physical resistance in the lesion/anatomy and/or failure to advance/cross a lesion can be affected by numerous factors including but not limited to patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, accessory device support, and/or previously implanted stents, and is typically not associated with a product quality deficiency. Factors that can contribute to stent dislodgement include but are not limited to improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, handling of the stent during prep, and interaction with the lesion/anatomy and accessory devices. The lesion was described as heavily calcified and moderately tortuous, which likely contributed to the reported failure to advance/cross the lesion. It was reported that the device was withdrawn from the anatomy and then reinserted. It should be noted that the xience v instruction for use (IFU) states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. The stent implant likely became disrupted on the balloon and subsequently dislodged as a result of being withdrawn and reinserted into through the guide catheter. The stent damages could not be confirmed because the stent implant was not returned for analysis; however, the reported damages likely occurred as a result of interactions with the lesion and/or accessory devices such as the guiding catheter. The lot history record was reviewed and a query for similar incidents was performed for this lot and there is no indication of a product quality deficiency. All stent delivery systems are 100% inspected for proper stent placement, stent damage, and crimped stent outer diameter on the manufacturing line. Additionally, a sampling of units is destructively tested to verify stent placement/security and stent deployment prior to lot release.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Predilatation was performed and the first xience v 2.5x15 would not cross the mid circumflex with a 90% take off and a lesion that was heavily calcified and moderately tortuous and it was removed. Using the same xience v 2.5x15, also with a buddy wire, it crossed to the lesion and was dilated and deployed at 12 atmospheres. However, when the stent delivery system was removed, the stent was on the delivery system and was not expanded and had flared stent struts. Another xience v 2.5x15 would not cross; however, 2 xience v 2.5x18 stents crossed treating the lesion site. The patient outcome was fine. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.